Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported the patient¿s first ins only worked part of the time. The patient explained it would work, and then stop. When they changed the ins, they left the electrodes in. The patient reiterated that it would work for several hours and then it would quit. It was believed the patient meant that they would stop feeling stimulation so they would have to turn increase the stimulation up real high to feel stimulation. The patient reported that when he turned stimulation up, he would get shocked. The patient reported that because he was shocked, he believed his electrodes were faulty, so he went through another procedure to correct it. The patient noticed this since implant (B)(6) 2007. No further complications were reported/anticipated.